Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a change in therapy. It was reported that in (B)(6), the patient developed a cough. When they coughed, the neurostimulator reacted which delivered a much higher charge than it was set for to a point where it was painful. They turned off the stimulator and it had been off for 4-5 months. It was reported that they had tried to charge it and now can't charge it. It was reported that the patient had a broken ankle 4-5 months ago. A soft cast following a hard cast. The patient was out of the soft cast one week ago. Relevant medical history includes chronic low back pain and spinal pain.

Manufacturer narrative:
Device codes : also now applies.